Event description:
The patient had a routine endometrial ablation with the novasure device. Seven days later the patient was admitted to the hospital complaining of constipation and associated discomfort. Subsequent diagnostic laparoscopy indicated possible, although unconfirmed, thermal effect at the cornual area of the uterus and adjacent bowel. Neither the uterus nor the bowel was perforated. The general surgeon determined that there was no need for bowel resection surgery or colostomy. The patient was discharged without further problems. According to the gynecologist, a pre-exisiting anatomical malformation of the patient's uterus likely led to this complication. Should further information become available, a supplemental 3500a will be submitted. This was an unusual event; no conclusion can be drawn at this time.